Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was found to be opened and the surgery was completed with another backup product.

Event description:
It was reported that the inner sterile packaging was found to be opened and the surgery was completed with another backup product. No known adverse event was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product location is unknown. The received photos show some cement powder around the cement pouch, but do not show the hole in the packaging. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference (B)(4) , batch a750cd0910 were manufactured on 16th july 2018. No non conformity or deviation was observed which could be linked to the event described in the complaint. 9 similar complaints have been recorded for refobacin bone cement r 1x40g, batch a750cd0910 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.